Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: customer experiencing problems very similar to the issues descriped in insyte autoguard recall. Lot is not included with the recalled lot numbers but thinking it may be the same issue. Customer is scared to use the product with the affected lot number, and needs a fast solution and product sent out. Additional info: could you please provide a further description of the issue? When hitting button to retract needle it is gettign caught in the IV catheter causing it to pull the catheter back any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No total number of occurrences? 5 to 10 in lot provided.

Manufacturer narrative:
The complaint of retraction issues could not be confirmed from the two 18g insyte autoguard devices that were provided for investigation. One unit was received in sealed packaging and a functional test revealed that the needle fully retracted within the safety shield without catching on the blood control valve or any other part of the IV catheter. The retraction time was within specification. The other insyte autoguard was received with the needle fully retracted within the safety shield. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.